Event description:
Ng tube inserted to allow for feeding. Confirming chest x-ray indicated ngt in the right tracheobronchial tree to the right pleural surface. It ended possibly below the diaphragm in a deep lateral pleural sulcus. Ngt replaced and confirming chest x-ray showed ngt in stomach small right pneumothorax suspected. Pt started on rebreathing mask. X-ray (B)(6) 2013 showed right apical pneumothorax. Chest x-ray (B)(6) 2013 showed pneumothorax resolved.